Manufacturer narrative:
Device evaluated, visual inspection performed and found cracked on top case, bottom case and right plunger case. The cause of the reported issue could not be duplicated, the primary audible alarm post error at power up. Audio test, at level 1 the reading is 12, level 2 is 24, level 3 is 49, level is 98 and level 5 is 164. The cause of the reported problem is unable to be determine the intermittent of the error, speaker test was passed and speaker is working as intended. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during a returned order service, an non stop alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.